Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an iab rupture while in patient. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an iab rupture while in patient.

Manufacturer narrative:
A getinge service territory manager(stm) was dispatched to evaluate the iabp unit. The stm inspected and found no fuid intrusion into the unit. They then performed a complete pm, ran all functional tests and validated calibration. No issues were found, and the unit functioning according to specifications.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.